Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00246. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference# 1820334-2019-00713. Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient allegedly received a gunther tulip femoral vena cava filter implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis. The patient is alleging migration, vena cava perforation, organ perforation, metastasis with respect to the diffuse sclerotic l2 space, shortness of breath, chest pain, lower extremity swelling/pain and abdominal pain. The patient further alleges sharp pain while urinating, abnormal bowel movements accompanied by sensations and fear of further injury or death.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported swelling and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Event description:
Per ivc radiological report for [patient] , dated 18jan2019, "[patient] underwent placement of a cook gunther tulip ivc filter on (B)(6) 2014. Cavagram study at the time of the filter placement demonstrated the filter at the inferior l1 to mid l3 interspace. A CT abdomen/pelvis study from (B)(6) 2014 indicated the filter at the l2-3 to inferior l3 interspace. There was no migration or significant tilt indicated. A grade 1 perforation was noted. It should also be noted that sclerotic focus was indicated at the superior l2 space. A CT chest/abdomen/pelvis study from (B)(6) 2015 again indicated the superior l2 sclerotic focus. No migration or significant tilt was indicated. A grade 2 perforation was noted with a posterior strut extending 3 mm. A (B)(6) 2018 CT chest/abdomen/pelvis indicated possible metastases with respect to the diffuse sclerotic l2 space. There was mild caudal migration of the filter indicated with no significant tilt. A grade 3 perforation was visualized with a right lateral strut extending 3 mm and abutting the duodenum. The most recent CT chest/abdomen/pelvis study from (B)(6) 2018 again revealed possible metastases with respect to the diffuse sclerotic l2 space. There was no significant interval migration or tilt indicated. A grade 3 perforation was again indicated with a right lateral strut extending 4 mm and abutting the duodenum."

Manufacturer narrative:
Additional information: b5, b6. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.